Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2013; 5866-38m adaptor, implanted: (B)(6) 2006-; 407652 lead, implanted: (B)(6) 2006.

Event description:
It was further reported that a second epicardial rv lead was noted to have rising to high pacing thresholds. The physician chose to replace the epicardial rv lead with an existing rv lead, until the second lead then experienced an occasional non-capture issue. Subsequently, both rv leads were capped and replaced.